Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2005. It was reported that the patient is experiencing uncomfortable stimulation stating that the intensity is too high whenever the ipg is powered on. The patient advised that this issue occurs with the use of both the magnet and the patient programmer. A replacement patient programmer did not resolve the issue. The patient reported that the amplitude continues to default to an uncomfortably high level. The manufacturer has attempted to obtain a status update regarding the next course of action for this patient; however, no further information is available at this time.